Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of sore, puffy and lumpy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects- the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site.

Event description:
Patient reported having been injected with juvéderm voluma with lidocaine and juvéderm volift with lidocaine by an injecting physician. Patient had been injected in the cheeks (ck1, ck2, ck3, ck4), chin (c2, c6) and lips (lp1, lp8, lp6). About 3 months later, the patient had trouble with their lips that were sore, then puffy and really lumpy. The symptoms progressively got worse and has become really painful. Patient was treated with hylase. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2018-00918 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm voluma with lidocaine, also a device manufactured by allergan.

Manufacturer narrative:
The event of nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information: patient had the nodule in the lip area secondary to the juvéderm volift with lidocaine injection dissolved with hyalase. All other areas resolved with antibiotic treatment and no hyalase.